Event description:
As reported from our affiliates in (B)(6), this was a case involving a 23mm sapien 3 ultra transcatheter heart valve in aortic position by right transfemoral approach. During the rapid pacing phase, the valve was implanted but the balloon burst radially with the last cc. Advancement through esheath and alignment were completed without complications. No additional extra volume was added to the balloon before inflation. An attempt to retrieve the ruptured balloon through the esheath was unsuccessful. With a 3cm cut, both were retrieved by the surgeon. The valve was post-dilated with an atlas gold 23mm balloon without problems. Valve performance was good. Patient condition was good. As per medical opinion, calcification caused the balloon rupture.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Type of investigation, investigation findings corrected component code, investigation conclusions the device was not returned for evaluation. The complaints for balloon burst and difficulty or inability to withdraw system through sheath were unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. No manufacturing non-conformance was identified during the review of the manufacturing records. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, "the sinotubular junction (stj) had to opposite positioned sporn of calcification" and "as per medical opinion, the calcification caused the balloon rupture". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.